Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was dim/faded and discolored. The display had a persistent vertical line through the lettering on the left side of the display screen. The cover was removed to investigate. The display screen had no visible damage. The display screen was re-seated and tested. The persistent vertical line was still present. A test screen was inserted. The test screen functioned properly with no horizontal lines visible on the screen. A defective display wire was observed on the returned display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).